Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing, pacing inhibition and high pacing impedances of greater than 3000 ohms. There was no asystole reported. It was noted the impedance was greater than 3000 ohms through the device and through the pacing system analyzer (psa). Lead fracture was suspected. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported.